Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Do you have the device product code that the four ecr45b reloads were used with? Can you please clarify, when the first three loads "caught", was the device locked-out (meaning no staple line or cut line were delivered)? If not, what is meant by the loads "caught".

Event description:
It was reported that the surgeon claims that the first three loads caught at the start of the shot and the last one the clips were not well formed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch number: p57l0d. The analysis results showed that one ecr45b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.